Event description:
Health professional reported a lap-band port was explanted. Follow-up findings: the reporter said the pt initially had "a flipped-port correction" surgery. The "port remained implanted." The device was later explanted and replaced due to an alleged leak. The alleged leak was discovered after the surgeon noted a "consistent drop in fluid after a few weeks" during fill appointments. No information could be found in the pt's chart concerning diagnostic testing performed.

Manufacturer narrative:
The product associated with this report will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing." Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."